Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: the lvp pump serial# (B)(6) had a service required appeared on the screen. There was no report of patient harm or of the issues stopping on an active infusion. I left the pump on so you can remote in to look at the pump a preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Per the preliminary investigation, the issue was due to contamination causing sticking of the fva valve pin. The issue was resolved with a thorough cleaning by the customer. A cleaning letter was sent to customers on the proper cleaning process for cleaning the cassette loading area of the pump.